Event description:
Boston scientific received information that during the routine device check, the daily impedance measurements for this right ventricular (rv) lead showed an increase in the pacing impedances. A review of stored electrograms revealed noise that was oversensed. The lead measurements were within normal range during the device interrogation. An incomplete lead fracture was suspected, and a revision was planned. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The lead remains in service pending a revision procedure. This report will be updated when additional information is received.

Manufacturer narrative:
Additional information was received. During the lead revision, this rv lead was surgically abandoned and a complete new system was implanted. As the lead is not able to be returned, no further information concerning this report is expected and our investigation is complete. This investigation will be updated should further information be provided.